Event description:
It was reported that the remb sag saw was vibrating roughly during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. During testing at the manufacturer, the saw made a cut larger than intended in the pine wood test block. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the motor and the tps flex. The boot was worn, the bearing was stuck in the rear housing and the sag head was filled with debris.